Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller and stated that something doesn't see normal as they aren't able to measure impedance in triad configuration. The caller contacted medtronic technical services to discuss the issues. The caller learned that when medtronic devices measure the superior vena cava (svc), it measures coil to coil and takes the device out of the configuration. A measurement of 57 ohms was noted with the device in the configuration. The boston scientific technical services consultant stated there could be a lead issue and additional testing was discussed. The caller stated he will communicate the information to this patient's physician to determine a course of action. Efforts to obtain additional product issue details were unsuccessful. No other adverse events have been reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited a shocking impedance measurement of 126 ohms. All other measurements are stable and there is no noise observed. No adverse patient effects were reported.